Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer stated that they had high blood glucose of 484 mg/dl and treated with manual injection. The customer also reported that the buttons were hard to push. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Act button did not respond due to flattened button dome switch. No unlock on lcd keypad connector noted. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify motor error alarm due to button keypad anomaly. Motor passed motor test. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. Drive support was inspected and no anomaly was noted.